Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from the date the manufacturer was made aware. D6b: explant date: (B)(6) 2021.

Event description:
It was reported that the patient was not getting a lot of relief from the device. The patient underwent an explant procedure.